Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, two dissectors tip broke off and fell off in patients cavity. The broken pieces was immediately retrieved by the surgeon. They used another like device to complete the procedure. There was no patient injury.